Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the site was getting c-34 faults while using monopolar energy. Technical support engineer (tse) viewed logs and noted c-54 and c-34 errors. The site tried rebooting the generator several times with no change. The generator immediately faulted on reboot. The site tried changing the power outlet and different monopolar coag modes with no change. The site continued without monopolar energy. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: both monopolar ports were not functioning. The erbe was not used as it was not working the procedure was delayed by approximately 45minutes.